Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) issued a red alert in the patient's remote monitoring system for a low, out-of-range shock impedance measurement of 0 ohms. The device was checked in the clinic, with normal lead measurements observed. The device data was saved to a disk and submitted to technical services and engineering for review. Engineering review confirmed the 0 ohms measurement, but could not determine a cause from the device memory. It was then reported that the patient was undergoing tens treatment on the lower back at the time the shock impedance measurement was recorded. Technical services discussed that the electromagnetic interference (emi) from the tens unit caused the low impedance measurement. No adverse patient effects were reported.